Manufacturer narrative:
MFR's report date 7/9/98 file # 03-98-005. The pumps were not returned to the MFR. However, an alaris technician was dispatched to the account to down load the event history logs from the units reported to have been involved in this incident. The history logs showed the following: three of the six pumps reported were confirmed have x07 malfunctions on the date of the indicent. Of the remaining three, one unit was not in use on the incident date, one unit could not be downloaded due to a broken audio switch, (the audio switch is used as an on/off switch to download the event log), and the earliest event history on one unit is dated two days after the incident. It is suspected that x07 error codes are caused by reduced motor drive capability. An x07 is signaled when the unit sees that the motor position is in error. To address this issue, the motor drive current specification has been increased to reduce the likelihood of future x07 occurrences.